Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device expulsion ("migration of essure device: not in right place per provider/upon sectioning the second endometrial polyp, which is located in the superior aspect of the endometrial cavity envelops an essure coil, migration of essure device-location of device"), pregnancy with contraceptive device ("pregnant with essure") and abortion spontaneous ("having a miscarriage/pregnancy (stillbirth or miscarriage),") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included diclofenac [diclofenac sodium]. Other product or product use issues identified: device ineffective "pregnant with essure". The patient's medical history included contraception (condoms used) from 2006 to (B)(6)2011. Previously administered products included for an unreported indication: advair diskus. Concurrent conditions included morbid obesity, multigravida, parity 4 (live births on (B)(6)2001,(B)(6)2003,(B)(6)2009 and (B)(6)2011), copd, lumbosacral sprain (strain.), bipolar disorder, arthroscopy and asthma. Concomitant products included diclofenac for fingers stiffness, hydrocodone bitartrate;paracetamol (vicodin) for pain management as well as (), alprazolam (xanax) since 2011, aripiprazole, cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), diclofenac, epinephrine, famotidine, hydrocodone bitartrate;paracetamol (vicodin), lamotrigine since 2013 to (B)(6)2017, melatonin, salbutamol (albuterol), sertraline hydrochloride (zoloft), sertraline hydrochloride (zoloft) since 2011 and zolpidem tartrate (ambien). On an unknown date, the patient started diclofenac [diclofenac sodium] at an unspecified dose and frequency. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea,/ dysmenorrhoea(cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines /headaches,"), depression ("depression/psychological /psychiatric: depression,"), anxiety ("anxiety/psychological /psychiatric: anxiety,"), alopecia ("hair loss") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with pelvic pain. On (B)(6)2016, the patient experienced bladder disorder ("complication in bladder"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed and experienced fallopian tube disorder ("fallopian tubes to be extremely scarred/ scar tissue developed around the essre coils"), urinary incontinence ("urinary incontinence"), abdominal pain ("severe abdominal cramping / abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/ back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia,"), dysgeusia ("metallic taste in mouth") and nausea ("nausea"). The patient was treated with surgery (robotic hysterectomy with bilaterla salpingectomy with removal of essure coils and underwent a bilateral salpingectomy, her fallopian tubes were removed). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, abortion spontaneous, fallopian tube disorder, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, vaginal infection, headache, dyspareunia, depression, anxiety, fatigue, weight increased, dysgeusia, nausea, weight decreased and bladder disorder outcome was unknown, the urinary incontinence and vaginal discharge had not resolved and the abdominal pain, back pain, migraine and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure and diclofenac [diclofenac sodium] occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pregnancy test - in (B)(6)2015: results: positive. Ultrasound scan - on an unknown date: results: she was having a miscarriage. An ultrasound was performed and showed that plaintiff was having a miscarriage. These results also showed her fallopian tubes to be extremely scarred. Surgical pathology report uterus, bilateral fallopian tubes uterus: focal adenomyosis, two benign endometrial polyps, larger 1.0 cm in size. Cervix: with koilocytosis or kiolocytic atypia, changes consistent with hpv infection. Fallopian tubes with small paratubal cysts, otherwise unremarkable. Gross description: upon sectioning the second endometrial polyp, which is located in the superior aspect of the endometrial cavity envelops an essure coil. Each fallopian tube measures 5.5cm x up to 0.7 cm. Right fallopian tube segment has two paratubal cysts present. Larger cyst 1.5 cm in greatest dimension. Most recent follow-up information incorporated above includes: on 28-jan-2019: plaintiff fact sheet received. Event bladder complication was added. Concomitant drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), device expulsion ("migration of essure device: not in right place per provider/upon sectioning the second endometrial polyp, which is located in the superior aspect of the endometrial cavity envelops an essure coil."), pregnancy with contraceptive device ("pregnant with essure") and abortion spontaneous ("having a miscarriage/pregnancy (stillbirth or miscarriage),") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure". The patient's past medical history included contraception (condoms used) from 2006 to (B)(6) 2011. Concurrent conditions included morbid obesity, multigravida, parity 4 (live births on (B)(6) 2001 (B)(6) 2003,(B)(6) 2009 and (B)(6) 2011), copd, lumbosacral sprain (strain.), bipolar disorder, arthroscopy and asthma. Concomitant products included diclofenac for fingers stiffness, vicodin for pain management as well as alprazolam (xanax) since 2011, cyclobenzaprine hydrochloride (flexeril), diclofenac (voltaren), lamotrigine since 2013 to (B)(6) 2017, sertraline (zoloft) since 2011 and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines /headaches,"), depression ("depression/psychological /psychiatric: depression,"), anxiety ("anxiety/psychological /psychiatric: anxiety,"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed, fallopian tube disorder ("fallopian tubes to be extremely scarred/ scar tissue developed around the essre coils"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea,"), abdominal pain ("severe abdominal cramping / abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), vaginal infection ("chronic vaginal infections"), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia,"), dysgeusia ("metallic taste in mouth"), nausea ("nausea") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy, her fallopian tubes were removed) and surgery (robotic hysterectomy with bilaterla sapingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, pregnancy with contraceptive device, abortion spontaneous, fallopian tube disorder, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, vaginal infection, headache, dyspareunia, depression, anxiety, fatigue, weight increased, dysgeusia, nausea and weight decreased outcome was unknown, the urinary incontinence and vaginal discharge had not resolved and the abdominal pain, back pain, migraine and alopecia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pregnancy test - in (B)(6) 2015: positive an ultrasound was performed and showed that plaintiff was having a miscarriage. These results also showed her fallopian tubes to be extremely scarred. Surgical pathology report uterus, bilateral fallopian tubes uterus: focal adenomyosis, two benign endometrial polyps, larger 1.0 cm in size. Cervix: with koilocytosis or kiolocytic atypia, changes consistent with hpv infection. Fallopian tubes with small paratubal cysts, otherwise unremarkable. Gross description: upon sectioning the second endometrial polyp, which is located in the superior aspect of the endometrial cavity envelops an essure coil. Each fallopian tube measures 5.5cm x up to 0.7 cm. Right fallopian tube segment has two paratubal cysts present. Larger cyst 1.5 cm in greatest dimension. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr, new reporter, patient demographic information, patient relevant information, lab data, product start stop date, concomitant product,new events migration of essure device: not in right place per provider//upon sectioning the second endometrial polyp, which is located in the superior aspect of the endometrial cavity envelops an essure coil, weight loss were added the events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, pain, pregnancy (stillbirth or miscarriage), anxiety/psychological /psychiatric: depression,anxiety, clubbed with previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnant with essure") and abortion spontaneous ("having a miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant with essure". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed, abortion spontaneous (seriousness criterion medically significant) with genital haemorrhage and pelvic pain, fallopian tube disorder ("fallopian tubes to be extremely scarred/ scar tissue developed around the essre coils"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping / abdominal pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), migraine ("migraines"), vaginal infection ("chronic vaginal infections"), headache ("headaches"), dyspareunia ("painful intercourse"), depression ("depression"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy, her fallopian tubes were removed). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, fallopian tube disorder, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, migraine, vaginal infection, headache, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, dysgeusia and nausea outcome was unknown and the urinary incontinence, abdominal pain and vaginal discharge had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary incontinence, uterine pain, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2015: positive. An ultrasound was performed and showed that plaintiff was having a miscarriage. These results also showed her fallopian tubes to be extremely scarred. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.